Event description:
Physician reported that the pt always had voice alteration with stimulation since implanted and in the last few days that pt has not been able to speak at all. No additional information was attainted. Good faith attempts to obtain additional information has been unsuccessful.